Event description:
In 2009: dr. Was using the air abrasion unit on a girl. During the procedure, her cheek was lacerated, and she had what appeared to be a hypersensitivity reaction with eye swelling. The symptoms worsened with further swelling and "wrinkling and crinkling, almost like rice krispies" down into her neck. The girl spent the night in the pediatric intensive care unit at the hospital. As of this morning, dr. Stated that her condition has improved, and is due to be released from the hospital this afternoon. I told him we would call if any additional information was needed. Dr. Acknowledged knowing that aluminum oxide is harmless, and he didn't need another msds sheet sent.